Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was ventral hernia. The procedure performed was exploratory laparotomy, lysis of adhesions, ventral hernia repair with mesh. The patient experienced surgical revision, excision surgery, recurrence, bowel obstruction, and erosion.